Manufacturer narrative:
Taper ii. The lab analysis notes that there was no leakage in the lap-band. The shell/ring was broken with striations consistent with surgical damage and may have been made to facilitate removal of the device. The buckle was broken with striations and missing material also consistent with surgical damage and may have been made to facilitate the removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
A device was returned to the device analysis lab with a note from the physician saying the product had a malfunction/leak.